Event description:
It was reported that the device was heating up during testing in central processing. There was no patient involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer for investigation. The device conformed to all specifications. The complaint could not be duplicated.